Event description:
It was reported that a vena cava filter was being implanted due to dvt's. During the procedure, the filter unit became disconnected from the sheath and had to be reconnected. The filter did deploy, but after it was deployed, the physician felt it was implanted too low. The filter was removed through the same access site with a removal system and another vena cava filter was implanted. No reported injury to the pt.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. Upon inspection of the returned sample, the delivery system was inside the introducer sheath, not snapped in place. The system was checked and was able to be snapped in place with no problems or issues. The pusher pad was exiting the distal end of the delivery system for approx 1 inch. The complainant stated that the filter unit became disconnected from the sheath and had to be reconnected. As received, the filter system was not snapped together. Verified the proper function of the connection by snapping the introducer hub to the delivery catheter hub. The connection was made with ease. Verified fit by manually tugging the connected unit. The components remained joined. The snap fit appeared to function as intended. The length of the delivery catheter was measured from the distal end of the hub to the distal tip and was within specification. The introducer set, usable length, was measured and was within specification. Confirmed the proper ability of the catheter and introducer set to mate and snap fit together. As filter location placement is defined by the location of the radiopaque tip of the delivery sheath during the filter delivery, and the components are found to meet specification, the reported filter misplacement was most likely the result of the user not properly positioning the radiopaque tip at the desired delivery site. It is likely that the user did not properly snap the two components together which resulted in the reported difficulty of the filter unit disconnecting from the sheath. This may have resulted in motion of the delivery catheter during use. The result of the investigation was inconclusive for misplacement as no x-rays or films were returned to confirm said misplacement, root cause unk.